Event description:
It was further reported that the right ventricular (rv) lead had non-sustained ventricular tachycardia (vt) episodes and short interval counts (sic). One of the stored episodes appeared to have the markers and electrogram not matching up. They could not produce this in the office. There was reprogramming performed and the lead remains in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos). The lead remains in use and programming options were discussed. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5086mri implantable pacing lead, (B)(6) 2013. (B)(4).